Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, patient visited hospital complaining of dizziness. Interrogation of the subject device and review of recorded episodes showed ventricular noise oversensing and flat base line on egm. Ventricular lead measurement did not reveal anomaly. ECG examination showed pacing failure and/or pacing capture failure. Upon reintervention to replace the device, the ventricular setscrew was loosened without a lead pull test with the ventricular lead. This time, it felt that the ventricular setscrew was loosened with less resistance than usual. Following the loosening of the setscrew, the ventricular lead was disconnected from the pacemaker. No lead testing was performed with a pacing system analyzer. The subject device will be returned for analysis. The new device with new leads were successfully implanted at the opposite side (the old leads were abandoned).